Event description:
It has been reported to the co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the pt saphenous vein graft and inflated the occlusion balloon to 3.5mm and occluded the vessel. The physician placed a penta stent and was able to aspirate the area. The physician deflated the occlusion balloon, took pictures and everything looked ok. The physician then repositioned the occlusion balloon in the saphenous vein graft and attempted to inflate the occlusion balloon and it was not visable on the screen. The physician removed the occlusion balloon and inspected it and it had a hole in it. The physician used another device to complete the case.